Event description:
It has been reported that the geometry module flat detector adjustment was defective .the available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry module fd adjustment defective. Upon functional testing fse found a malfunction with geometry module. The fse replaced the a malfunction with geometry module .after replacement of geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.